Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-p4, lot# n329990n01, implanted: (B)(6) 2012, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. All of a sudden the patient stopped feeling stimulation, although every once in a while he might get something. The patient stopped feeling stimulation about a month ago. The patient programmer (pp) showed the implantable neurostimulator (ins) was on. The patient tried increasing and ¿resetting it 2-3 times,¿ but still didn¿t feel stimulation. There were no falls, trauma, or medical procedures lately. An appointment was scheduled for (B)(6) 2015 with the healthcare provider (hcp). At the patient¿s appointment that just had to ¿turn up the volume from 3 to 4.¿ after this the patient was receiving effective therapy and he was feeling better. No other changes were noted.